Manufacturer narrative:
The reported event of frequent charging/not holding charge was not confirmed. As receive, the ipg would not communicate due to a depleted battery. The ipg battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Also, it passed discharge test. No root cause was identified for reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had to charge the ipg two times a day. As such, the patient experienced ineffective therapy. The ipg was explanted and replaced on (B)(6) 2020 to address the issue. Reportedly, adequate therapy was achieved post operatively.